Event description:
The hospital reported that after the completion of the coronary artery bypass procedure in the afternoon of 2008, it was discovered through the x-ray at night, a small metal cylinder inside the patient chest. The hospital assumed that it might be from the kit. The surgeon claimed that all he cut is the blue tether to release the seal. The following day, the patient is doing fine and the surgeon decided not to bring the patient back to surgery. The next day, maquet employee contacted the customer and confirmed that the patient is doing well and the surgeon has no plan to take the patient back to surgery.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided.